Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the hmdi cabling required tightening and the that the quad dual link fiber input card required a replacement. The technician tightened the hdmi cabling, replaced the quad dual link fiber input card component, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to one of their hexavue custom room racks was flickering and the guest ports were not routing video on one of their hexavue custom room racks. No report of injury.